Event description:
Per the clinic, the patient experienced poor sound quality, intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6), 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.